Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a tfna procedure the surgeon had difficulty advancing a guidewire, two drill bits tips became damaged during drilling, and the nail was damaged. Fragments were generated from the damaged drill bits. The surgeon was unable to remove the fragments from the patient. A new set of tfna instruments and a new nail were used to complete the procedure. The procedure was completed successfully. There was a surgical delay of twenty-five (25) minutes. Concomitant devices reported: drill bit f/lateral cortex opening f/dhs (part number 03.037.021, lot f-25751, quantity 1), stepped ream f/tfna helic blade+scr f/dh (part number 03.037.022, lot f-24957, quantity 1), tfna fem nail ø12 r 130° l360 timo15 (part number 04.037.256s, lot 24p1828, quantity 1), aim-arm 130° f/stat dist lock (part number 03.037.013, lot unknown, quantity 1), guide sleeve yell (part number 03.037.017, lot unknown, quantity 1), drillsl yell (part number 03.037.018, lot unknown, quantity 1), guidewire ø3.2 l400 (part number 357.399, lot unknown, quantity 2). This report involves one (1) complete radiolucent insertion handle. This is report 4 of 9 for (B)(4).